Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube overfilled after use. This occurred on 15 separate occasions, but the patient identifiers are unknown. The following information was provided by the initial reporter: "overfill of edta 2ml 367841".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed although no product issues could be identified in the photos. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube overfilled after use. This occurred on 15 separate occasions, but the patient identifiers are unknown. The following information was provided by the initial reporter: "overfill of edta 2ml 367841".